Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Pump received with scratched lcd window and case. Scratches do not impede visibility of screen. Pump received with cracked and pillowing keypad overlay.

Event description:
It was reported that the insulin pump ring non stop for one hour. The customer¿s blood glucose level was 7 mmol/l at the time of the incident. The insulin pump will be returned for analysis.